Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to a stiff neck and experienced low blood glucose during that time. She stated that the hospital was treating her with manual injection and overcorrecting. The blood glucose went as low as 45 mg/dl and the customer was treated with food. She was unable to describe the drive support cap. She was wearing the insulin pump at the time of the event. She declined troubleshooting for low blood glucose. The insulin pump was not replaced or returned for analysis.